Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the pump was repositioned in the catheterization laboratory. The flow was reported to be in range with no alarms. Echocardiography revealed the impella cp was in papillary muscle. The medical team decided to escalate patient to impella 5.5 and did not readjust the impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2024-09974 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-09974 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-09974 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-09974. H6 medical device problem code 2906 was erroneously entered on the initial manufacturer device report number 1220648-2024-09974.